Event description:
Patient was revised because, she dislocated post-op.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update 4/12/2017: medical records received. After review of the medical records for MDR reportability, the patient dislocated immediately post op on (B)(6)2017 and underwent a closed reduction. The patient continued to show posterior dislocation signs so the patient was revised on 3/30/2015 for dislocation. The cup was noted to be in satisfactory anteversion and abduction, but was revised to help eliminate posterior dislocations. The patient also reported pain after dislocations. The lot numbers are being updated. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 4/12/2017: medical records received. After review of the medical records for MDR reportability, the patient dislocated immediately post op on (B)(6)2017 and underwent a closed reduction. The patient continued to show posterior dislocation signs so the patient was revised on (B)(6)2015 for dislocation. The cup was noted to be in satisfactory anteversion and abduction, but was revised to help eliminate posterior dislocations. The patient also reported pain after dislocations. The lot numbers are being updated. There is no new information that would change the existing MDR decision.